Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) examined the system onsite and confirmed that an x-ray was not possible during the procedure. Review of the log files showed x-ray generator, x-ray tube hardware related issues. Upon troubleshooting, fse pulled candlesticks from hivo and felt loose, then noted wells were completely covered in soot. Also, fse reviewed the log file and noticed the x-ray tube is arcing. The defective parts were returned for analysis, for high voltage transformer was confirmed, and during the investigation, arc marks were found at the high voltage transformer. Arcing is a known wear and tear failure mode of a high voltage transformer at the end of its lifetime. However, the replacement of high-tension cables and high voltage transformer by the fse has resolved the reported issue. After the replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that x ray was not possible during the procedure. The system was in clinical use. The procedure was delayed approximately twenty minutes. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Event log review and troubleshooting actions showed a problem with the high-tension cables and the high voltage transformer. The fse replaced the high-tension cables, high voltage transformer and returned the system to use in good working order. Philips has started an investigation of this complaint. A follow up report will be submitted when further information is received.